Manufacturer narrative:
Date of event and implant date are approximated.

Event description:
It was reported that a thrombus occurred. The patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. The patient presented for one year post-procedure follow up tranesophageal echocardiogram (tee) and a device related thrombus was seen. Patient was placed back on eliquis and will have a follow up tee at a later date. No further complications were reported.